Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that the vns pt was experiencing an increase in seizure activity, below pre-vns baseline and was not sensing normal or magnet stimulation of the device. Further follow up with the physicians' office revealed that it was believed that the generator had reached end of service. However, it does not appear that diagnostics were performed to evaluate the functionality of the device following the onset of the events. The pt was referred for surgery to have the generator replaced. A battery life estimation calculation was performed with available programming history and revealed that the generator was not likely at end of service. Attempts to obtain additional information form the surgeon's office regarding the events that took place during the surgery have been made, but have been unsuccessful to date. Further follow up with the explanting facility revealed they do not have the explanted device(s) and it/they have likely been discarded.